Manufacturer narrative:
Possible serial number: (B)(4). Device evaluation: one bci monitor device was received for investigation with a cracked base near the speaker, a rechargeable battery, and purple boot. The monitor was powered on and it was found that the sp02 version didn't display. Visual inspection also detected the unit had a back case crack, which can only occur during impact. Based on the investigation and testing, the complaint was confirmed. The investigation also noted that the impact caused the sp02 board to become dislodged, and would cause the communication error. The sp02 board was re-seated back into proper location. The monitor was turned on and the sp02 version was loaded correctly. Additionally, a multi-parameter simulator was used to test the sp02 functional test and readings were correct. Conclusively, the failure was noted to be a result of impact sustained by the monitor during use and handling. It was also noted that the operation manual informs the user in chapter 1 & 3 in the warning section with the following information: "any monitor that has been dropped or damaged, should be inspected by qualified service personnel, prior to use, to insure proper operation."

Event description:
Information was received that the spo2 of a smiths medical bci capnocheck ii capnograph monitor would not work. No adverse effects were reported.